Event description:
It was reported that one of the leads was disconnected. Patient is scheduled for a procedure. This lead remains in service. No adverse patient effects were reported. Additional information indicated that this right ventricular (rv) lead exhibited high pacing threshold. Also, no pauses were noted due to loss of capture (loc) or noise. The lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that one of the leads was disconnected. Patient is scheduled for a procedure. This lead remains in service. No adverse patient effects were reported.